Event description:
The customer reported having problems with the insulin pump, and some days the device delivers insulin and some days it does not. The caller stated that about a month ago he was in a diabetic coma, and he does not remember anything regarding this event. The customer stated that that they pulled up his information, and there was gaps in his actually bolus history. The customer's recent glucose reading was 272mg/dl. The customer stated being sick, which cause his glucose level to go high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.